Event description:
The user facility reported during the procedure the cutter stopped cutting. They opened another pack to complete the surgery with no issues.

Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v3510 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the lines. The back cap was aligned correctly with that event hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle would not actuate (move) due to the severity of the bend and would not cut. However, because the port was open the cutter does continue to aspirate. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle condition could not be determined. The sterilization and lot history records were reviewed and found to be acceptable.